Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. The pump was able to be successfully turned back on. Customer had elevated blood glucose levels reaching over 500 mg/dl. Customer delivered a bolus to stabilize blood glucose levels.